Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ the air/water nozzle was flushed with water and air. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. There were scratches noted throughout the device and the adhesive on the bending section rubber had a white clouded area. The water removal ability did not meet standard value to clogging of the nozzle and the scope connector was dirty due to water leakage. The forceps could not be inserted smoothly due to a dent on the channel tube and switch 1 had wear. The adhesive around the objective lens was peeled and the connecting tube had a dent. The device was cleaned and sterilized prior to being returned to olympus and the customer did not know the identity of the foreign material. There were no issues with precleaning and reprocessing noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had an e315, an e216 and a b30 scope communication error. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.